Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor deployed the angio-seal device after finishing a peripheral artery occlusive disease (paod) treatment. When the doctor pulled the device back, the anchor was pulled out of body, and part of anchor was stuck in the front of green tamper tube, however they did not see the collagen. In addition, the patient's wound achieved hemostasis very well without bleeding. After twenty-four hours of observation, there was nothing abnormal. The patient's condition was reported to be good. Additional information was received on 10sept2020. The procedural sheath was an 8fr sheath. A pre-deployment angiogram was performed. Before using the angio-seal device, the physician deployed an angiogram and confirmed that puncture site complies with IFU regulations. The doctor deployed the angio-seal device after completing radio frequent catheter ablation, the result was very good, and the wound was successfully stopped bleeding. The patient was in good condition after using the angio-seal device, however the patient's wound began bleeding again the next morning. The puncture site was the common femoral artery (cfa). The patient had 3000 units of heparin.